Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Revision to the initial MDR in block b5 event description, h6 device codes and impact codes. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported. Additional information received indicates that the lead was attempted due to placement difficulty. The spiral lead could not advance far enough into the vessel so we used a straight lead instead. No adverse patient effects were reported.